Manufacturer narrative:
(B)(4). The actual device involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "gives fluid faster than what you set it at." No report of injury. No other information known.

Manufacturer narrative:
(B)(4). The volumetric accuracy ws tested three times at 250ml/hr and 25ml and the pump tested in specification with results as follows: 1st test: 5 minutes 54 seconds or 102% of expected accuracy, 2nd test: 5 minutes 53 seconds or 102% of expected accuracy, 3rd test: 5 minutes 53 seconds or 102% of expected accuracy. Multiple attempts to obtain additional information regarding the event were not successful. Without the actual date, drug to be infused , and/or intended infusion parameters, further evaluation was not possible. Based upon the results of the functional testing, the pump performed as intended and no specific conclusion can be drawn as to the cause of the reported event. If additional pertinent information becomes available, a follow up report will be submitted.